Event description:
It was reported that during a da vinci-assisted general rectopexy surgical procedure, the customer reported to technical service engineer (tse) that the system experienced a non-recoverable fault. Tse noted faults on the universal surgical manipulator (usm) arm net 1. Tse had the customer reboot the system to resolve. Tse informed the customer that the fault could return. The customer requested information on how to disable arm 1. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical inc., (isi) did receive the proximal set-up joint (psuj) involved with this complaint to perform failure analysis. The psuj was analyzed and reported failure was confirmed. System logs showed error 31226 indicating that an aurora link error had occurred on suj1. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where error 40067 was triggered and it was a non-recoverable fault. The unit was then installed onto a pftp where it failed fiber power test. A golden fiber optic cable was installed and it passed all applicable testing. The original fiber optic cable was reinstalled and it failed the fiber power test again, replicating the reported event. The probable root cause of the reported issue can be attributed to a fault of the fiber optic cable within the affected suj.

Event description:
Refer to h11 for follow-up information.